Event description:
It was reported that a hole was observed in the patient line of the cassette. The event occurred during the initial drain on the homechoice and the patient was connected. The technical service representative assisted the patient to end therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.